Event description:
The customer reported a ventilator with an air source fault. No patient involvement.

Manufacturer narrative:
The moog blower assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the blower assembly revealed no evidence of damage or contamination. The manufacturer's technician confirmed that the blower assembly, when utilized with a test ventilator, would not power on and deliver breaths. From the same test, the test ventilator generated diagnostic code 1012 (air valve liftoff failure). Also, the blower assembly did not start spinning at startup. From secondary testing, the hall sensor ha & hb output did not toggle when the motor shaft was rotated indicating that the hall effect sensor ha & hb were nonfunctional. The blower assembly test failed, bad hall effect sensors ha & hb generated the blower not to function. Fault was found on this returned blower assembly.